Manufacturer narrative:
(B)(4). The reported event was confirmed by visual examination of the returned device. The device exhibited signs of repeated use and the medial side of the condyle feature was fractured off. All pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trialing, the device fractured. There was no impact to the patient or surgical delay. No additional information is available.